Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
The anesthesia team reported that when the patient was moving from the stretcher to the or table and the technician went to put the IV fluids on the pole the tubing disconnected where the 4 way stopcock attaches to the rest of the set and the fluid spilled out. There was no harm.